Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The static random access memory (sram) module and the fans were cleaned; the cf card was changed and service technician did a new download with service card 5.05. The unit was returned to service.

Event description:
The hospital reported that pmb compatibility alarm message is displayed upon start-up and the device works intermittently with a ventilator control board communication problem. There was no patient involvement.